Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested, but not received: was a drain used? How longer after the radical prostatectomy did the patient have the re-operation? Was the patient still hospitalized or had the patient been released? What other instruments were used during the surgery? Where was the etrio335h device being used? How was it determined that the etrio335h did not seal the vessels? Which generator system was being used ¿ gen11 or re-60? Did the surgeon hear the tone changes? Was the source of the bleeding identified? If yes, where was the bleeding was from? Was any transfusion given? Further describe steps for use, specifically in regards to advancement of the knife blade? How long after surgery was it identified? How much blood loss? Was a transfusion required? Is this the device that was the device used in surgery or is this an additional sterile device? Where there any alerts or error screen displayed on the generator? Patient specific questions: was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the total blood loss?

Manufacturer narrative:
(B)(4). Additional information: the instrument was received with the upper jaw detached and returned. Upon visual inspection under magnification it was noted that the retention pins that holds the jaws in place were sheared off. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Due to the device condition no testing could be performed with the test media for the reported ¿hemostasis and tissue sealing¿ issues. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. No conclusion could be reached as to how the corrosion on the electrode was formed.

Event description:
It was reported that after a laparoscopic radical prostatectomy procedure, the device is not sealed vessel 5 to 7 mm. The problem happened after the surgery, when the doctor detected hematomas in the patient. The action required was further surgery to the patient. Today, the patient is in recuperation period. After the surgery, the doctor found the generation of hematomas.